Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that the left side frame is broken at the weld where the back cane meets the bottom of the frame.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs, frame, broken frame/weld. Broken tubing around weld at bottom rear of frame. The expanded evaluation report states: visual inspection- the side frame was received with a broken weld at the bottom rear portion, where the back cane connects to the bottom of the frame. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. Complaint of left side frame is broken at the weld where the back cane meets the bottom of the frame was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs, frame, broken frame/weld. Broken tubing around weld at bottom rear of frame. The expanded evaluation report states: visual inspection- the side frame was received with a broken weld at the bottom rear portion, where the back cane connects to the bottom of the frame. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame. Complaint of left side frame is broken at the weld where the back cane meets the bottom of the frame was confirmed. Provider states that the left side frame is broken at the weld where the back cane meets the bottom of the frame.